Event description:
As reported, a "foreign matter like fiber" was found in the inner packaging of a cook® cervical ripening balloon. A new device was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used. There have been no adverse effects to the patient reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary as reported, a "foreign matter like fiber" was found in the inner packaging of a cook® cervical ripening balloon. A new device was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used. There have been no adverse effects to the patient reported. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was returned in labeled unopened packaging for investigation. A small black hair was observed in the packaging. The device history record was reviewed and no non conformances were found to be recorded. A search of the complaint database found one other complaint associated with the complaint device lot. This other complaint was reported by the same customer and is unrelated to this complaint. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted and found controls to be in place, each packaged product of this type is visually inspected for foreign matter. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded the cause of the complaint is a manufacturing deficiency. The employee who inspected the product has completed defect awareness training. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.